Event description:
It was reported that a patient presented to the emergency room after experiencing a ventricular tachycardia storm that worsened into polymorphic ventricular tachycardia as a result of inappropriate anti-tachycardia pacing (atp) from their implantable cardioverter defibrillator (ICD). An ventricular tachycardia ablation procedure was performed to address the issue. The patient was stable throughout.

Manufacturer narrative:
Correction - b5 - mention of "inappropriate anti-tachycardia pacing (atp)" should have instead been "inadequate anti-tachycardia pacing (atp)" in initial report from 05 jan 2023. Correction - h6 - medical device problem code of "1574 - inappropriate/inadequate shock/stimulation" should have been "1540 - failure to convert rhythm" in initial report from 05 jan 2023.

Event description:
It was reported that a patient presented to the emergency room after experiencing a ventricular tachycardia storm that worsened into polymorphic ventricular tachycardia as a result of inadequate anti-tachycardia pacing (atp) from their implantable cardioverter defibrillator (ICD). A ventricular tachycardia ablation procedure was performed to address the issue. The patient was stable throughout.